Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. (B)(4). Reporter phone number unknown. The manufacturer¿s international service technician could not confirm the reported restart issue. The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that the unit restarted while in use with a patient. No patient or user harm was reported. The event date was not specified; estimate used.